Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer. The fse discovered a contained leak from the buffer valve caused the issue with the high results. The fse replaced the buffer valve assembly to resolve the issue. Information not provided by customer. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer's au680 clinical chemistry analyzer generated erroneous high sodium (na) and chloride (cl) results for one (1) patient sample. There was no impact to patient treatment. The results was not reported outside the laboratory. Quality control was within specification prior and after the event. The customer provided the original and repeated patient results.